Event description:
During the implant procedure, after attempting several positions, the physician suspected perforation due to no sensing or capture and high sense/pace impedance. The patient's blood pressure dropped and heart rhythm increased. The physician immediately placed the lead in another position with good values. A repuncture and other interventional measures were taken. At the end of the operation, the patient was transferred to ICU in good general condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.